Event description:
Meter name: one touch ultra. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A patient reported they were at the clinic for a dialysis session. Their meter allegedly has missing readings from the memory. Patient was not treated. Patient is 32 weeks pregnant and has dialysis everyday, execpt sunday. No further info has been reported.